Manufacturer narrative:
Device evaluation: a visual inspection of the device noted no atypical observations nor damage observed. Functional test found the slider knob was able to slide the full distance of the travel length in each of the three bevel selector positions, and an audible click was heard during the process. The functional testing showed that the pusher rod which pushes the gel stent out of the needle performed correctly and the needle retracted properly as the slider knob was advanced to the end of the travel distance. The reported complaint condition of blocked slider was not confirmed since no damage was observed and since the injector met all of the expected conditions when functional testing was performed.

Event description:
Healthcare professional reported a xen®45 gts event described as "device jammed during attempted insertion." No patient contact made. Surgery was completed with backup device.

Event description:
Healthcare professional reported a xen®45 gts event described as "device jammed during attempted insertion." No patient contact made. Surgery was completed with backup device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.